Event description:
The hospital reported having problems with our bd first PICC catheter occluding. In one instance the catheter clotted off and the baby was not getting fluid. The baby had a seizure and died. The hospital is investigating the event.

Manufacturer narrative:
Conclusions - a root cause analysis could not be determined as the sample was not returned for the investigation. The device history could not be reviewed as the lot number is unk.